Event description:
The report states that during a hysterectomy, the jaws of the device would not open after cutting and had to be pried from the tissue. This resulted in a small amount of bleeding. The surgeon stated that the jaws of the device had been sticky throughout the procedure. Another device was used to continue the procedure without incident. There was no injury to the pt.

Manufacturer narrative:
To date the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.